Event description:
During routine angioplasty stent procedure the tip of the intermediate coronary angioplasty were separated in the distal portion of the pts lca. Physician opted not to utlize further intervention at this time.